Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Pump passed the delivery accuracy test at 0.0874 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 600 mg/dl. Customer stated other blood glucose value was more than 509 mg/dl. Customer treated with syringe. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated drive support cap appears normal. Customer alleging possible insulin pump under delivery. Troubleshooting was performed. The insulin pump will be returned for analysis.